Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the cartridge was wrongly chosen for the thickness of the tissue, and because of this the staples didn't form correctly. The staples remained open once the echelon was fired. Surgery delayed 20 minutes with procedure successfully completed. No patient consequences reported. No further information is available.